Event description:
It was reported that the catheter ¿broke¿ and the patient was in the hospital last week. The reporter noted they had to replace the catheter and "try to dig the old catheter out but they couldn¿t". The patient noted he "has had a lot of problems because of this pump". The reporter stated the patient was supposed to have a magnetic resonance imaging (MRI) study, and they told him his pump was not MRI compatible. The reporter was redirected to the patient's health care provider (hcp) and it was noted the patient had an appointment the next morning. The pump system was being used to deliver dilaudid. It was later reported that the patient continued to have concerns with their device or therapy. They had an appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).